Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer's insulin pump had a motor error. Customer's blood glucose value was unknown. Customer's mother stated that the insulin pump had a random no delivery alarm and insulin pump was cracked. Customer's mother decline troubleshooting. Customer was advised to not use the insulin pump. The product will not return for the analysis.